Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization. The mother stated that her son had high readings in the 600s mg/dl. The mother stated that the issue started sunday night when her son's blood glucose range was 309 mg/dl, 389 mg/dl, 318 mg/dl then 595 mg/dl. The customer called health care provider and was assisted with the basal rates settings at .075 units. The customer declined to troubleshoot for high readings.